Event description:
The physician intended to deploy an endeavor resolute drug eluting stent to treat a lesion in the left coronary artery. The lesion was tortuous. The device was inspected prior to use with no issues noted. The lesion was pre-dilated, but the device could not pass the lesion and then the stent was dislodged when removing from the patient. The physician removed the device with guiding wire and catheter and used another device to complete the surgery. There was no injury to the patient. Device evaluation: dislodged stent was returned for evaluation. There were three segments intact at one end of the stent. The remaining segments were severely elongated and deformed. The delivery system was not provided for evaluation. ¿please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).¿

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent ,stent deformation and dislodgement). Patient condition affected effectiveness of the device (the lesion was tortuous). Evaluation conclusion: known inherent risk of procedure (failure to deliver stent, stent deformation and dislodgement). Device failure/lack of effectiveness related to patient condition device (the lesion was tortuous). (B)(4).